Event description:
On (B)(6) 2018, a customer in (B)(6) contacted biomerieux to report a misidentification of escherichia coli in association with the vitek® 2 gram-negative (gn) ID test kit. The customer reported that vitek 2 identified an organism isolated from a urine specimen as shigella sonnei. The organism was a lactose fermenter. Shigella is a non-lactose fermenter and therefore, the isolate should not be a shigella organism. The customer sent the isolate to a reference lab. On 04-aug-2018, the reference laboratory reported that the organism was identified as escherichia coli. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer in (B)(6) who reported a misidentification of escherichia coli as shigella sonnei in association with the vitek® 2 gram-negative (gn) ID test kit. The customer's submitted strain was subcultured and testing included individual organism suspensions with gn cards from the customer lot (2410481403) and a random lot (2410492403) in duplicate as well as vitek ms and api 20e test kit. All four cards tested resulted in low discrimination identifications of escherichia coli/ escherichia coli 0157. Vitek ms gave a final identification of e. Coli with a 99.9% confidence value. Api 20e a very good identification of e. Coli (99.5%). As e. Coli was part of the low discrimination identifications on all gn cards tested, vitek 2 cards are performing as expected. The customer's misidentification as s. Sonnei was not duplicated. A review of the customer's s. Sonnei data demonstrated seven atypical negative reactions (dsor, dtre, agal, phos, glya, ldc, bgur) for an identification of e. Coli according to the gn knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media, user set up error, or an atypical strain. Escherichia coli is closely related to shigella. Any identification of shigella should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of shigella. Quality systems performed a search for all complaints against gn card lot 2410481403. The review did not indicate a trend for this card lot.